Event description:
The peritoneal dialysis patient stated the leak was identified after treatment the next morning. The sample discarded. There was no alarm associated with the leak. The patient's effluent was clear. The following prophylactic antibiotics were used: one dose of vancomycin 2g.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. An evaluation of the alternate samples confirmed that there were no malfunctions. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.